Event description:
It was reported that during a ptca procedure, upon removal of the guide wire, it was noted that the tip of the wire had separated/fractured and was retained in the distal left anterior descending artery. Pt has normal ECG and is stable. Surgical removal of the guide wire fragment is under consideration.